Manufacturer narrative:
Corrected information has been provided in h3. High purge pressure: the cause of the high purge pressure was most likely due to biomaterial as clinical details noted that lysis therapy resolved the high purge pressure and high purge pressure did not reproduce on returned product, however, the exact mechanism of entry of the biomaterial into the purge gap could not be confirmed as no data logs were returned for evaluation.

Event description:
Clinical rationale: a 72-year-old male supported with an impella cp for acute myocardial infarction and cardiogenic shock (pre support scai e) experienced a red alarm indicating high purge pressure (purge flow <1 ml/h; purge pressure 1000 mmhg). The clinical team inspected the purge line and confirmed no kinks or obstructions. Overnight, the site administered purge lysis, after which purge flow and pressure returned to normal ranges (pf 12.6 ml/h; pp 584 mmhg). The pump subsequently operated without further alarms, and the patient remained clinically stable. The event involved a transient high purge pressure alarm that improved following purge lysis. The patient survived explant of the impella cp and was bridged to impella 5.5.

Manufacturer narrative:
A4. Weight of the patient is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d6b explant date added. D9 device return date.